Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01802. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy and bso.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that following insertion the patient experienced infection, urinary problem, recurrence, bleeding, and vaginal scarring. It was reported that the patient underwent a laparoscopic supracervical hysterectomy in 2008. It was reported that patient underwent mesh revision and cystoscopic removal of suture on (B)(6) 2010 due to sling erosion through vaginal wall, different urination, and occasional bleeding. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions, bowel problems and neuromuscular disease or disorder.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urgency.

Manufacturer narrative:
Additional patient codes: (B)(4) - hematuria additional narrative: it was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence.